Event description:
A user facility reported the connector cracked on an lma when the crna tried to hook it up to the anesthesia circuit. Although there was no pt injury, an MDR is being filed with the MFR, as failed connectors could theoretically cause injury to a pt.